Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use of the pump sys for cardiopulmonary bypass, the roller pump used for cardioplegia solution delivery would not start. The sys was successfully restarted by cycling the power. There was no adverse consequence to a pt as a result of this event.